Manufacturer narrative:
The date the pump malfunctioned was reported as january 27th 2017. The date the patient was hospitalized is unknown. (B)(6). One cadd®-solis vip ambulatory infusion pump was returned for investigation. A visual inspection showed the device to be in good condition. A review of the device's event history log confirmed that an error code 46822 occurred. A functional check and calibration was performed, and the reported problem could not be duplicated. The device passed all functional tests. The complaint was not confirmed, and no root cause was determined.

Event description:
It was reported that the patient was hospitalized due to missed medication during use of a cadd®-solis vip ambulatory infusion pump. After a system fault 46822 occurred, the pump's delivery settings were "somehow able" to be changed to continuous mode, as opposed to patient-controlled analgesia (pca), which the pump was originally programmed to. The settings were changed despite the keypad being locked. The patient was not able to receive their pain medication due to the error. The pump malfunction was observed to have made the patient's pain uncontrolled and unbearable. The patient was admitted to the hospital. No permanent injury was reported.